Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 a hardware low level failure and over delivery of insulin. Blood glucose level at the time of the incident was 50mg/dl. Customer reported hypoglycemia and treated by drinking soda. Customer also reports they are unsure if auto mode was automatically delivering insulin at the time of incident. Troubleshooting did not occur. Product will not be returned for analysis.